Event description:
Physician was attempting to use the everflex entrust self expanding stent to treat severely calcified lesion in the mid location of the left superficial femoral artery(sfa). Vessel exhibited cto(chronic total occlusion-100%). There was little vessel tortuosity. The artery diameter was 6mm and lesion length was 120mm. There was no damage noted to packaging and no issues when removing the device from the tray/hoop. There was no damage to the deployment mechanisms or device handle prior to deployment. The thumbscrew was not checked for securement prior to procedure and the lock-pin was not removed, the vessel was pre-dilated with a 6x150 pre-dilation device. It was reported that there was partial deployment. The thumbwheel broke due to excessive force with safety still in place, string for deployment broke. The procedure was completed by taking the entrust handle apart and manually pulling back the deployment sheath. The stent was deployed in the target lesion. No intervention required. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.